Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Following the procedure, the patient experienced a reaction. As a result, the patient returned to the operating room. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Why was the patient brought back to the or for the reaction? What was performed? Please provide specifics did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Other relevant patient history/concomitant medications? Please provide the onset date/time of the reaction from the initial procedure. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Please describe any medical intervention required to treat the patient condition including medication name and results. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Is there any information available on the other patients who experienced reactions? Is the exact number of additional patients known? If yes, please specify the single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m.